Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported during a knee arthroscopy, the wire drill was unable to be introduced through the guide. The drill wire broke and a fragment fell into the patient, the fragment was completely removed from within the patient. The procedure was completed with a s+n back up device with a surgical delay greater than 30min. No further complications were reported.

Event description:
It was reported during a knee arthroscopy, the wire drill was unable to be introduced through the guide. The drill wire broke and a fragment fell into the patient, the fragment was completely removed from within the patient using another guide. The procedure was completed with a s+n back up device with a surgical delay greater than 30min. No further complications were reported.

Manufacturer narrative:
H11: corrected information in b5.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.